Event description:
A pt service representative contacted zoll customer support to report a (B)(6) pt's battery charger/modem would not power on. The pt received a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (B)(4) computer / analog board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event occurred due to the defective battery charger. The pt received a replacement battery charger.